Manufacturer narrative:
This event is linked to the event listed on medwatch 1213643-2007-00566. The available info suggest that there was no product problem with the device associated with this medwatch. This mesh was explanted as part of the explant procedure related to the event listed on medwatch 1213643-2007-00566. Though there was no report of a product problem associated with this device, we are submitting this MDR because the mesh was explanted.

Event description:
It was reported that the patient had a laparoscopic ventral hernia repair. According to the physician, postoperatively the patient progressed as expected without complication. However, four days later, the patient's condition worsened and the patient had to undergo open surgery where two perforations were noted in the small bowel.